Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
During a pre-MRI protocol, it was reported that a larger amount of fluid was aspirated from the pump reservoir than expected. The patient went through the MRI after properly following the pre-MRI protocol. The patient began to experience headaches between the pre-MRI protocol and post-MRI. It was noted that the pump was filled with saline as of (B)(6) 2016. The pump was stopped and will be evaluated at the subsequent appointment.